Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer attempted foley catheter balloon dilation after patient insertion, but it did not inflate properly, and obstruction was suspected in the catheter.

Event description:
It was reported that the customer attempted foley catheter balloon dilation after patient insertion, but it did not inflate properly, and obstruction was suspected in the catheter. Per investigator's notification received on 18sep2025, it was reported that blockage found in the drainage lumen during evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all silicone foley catheter. Inflated catheter using 10ml mbs and in house syringe. Inflated with no difficulties and concentricity of the balloon is ok. Deflated within 43 seconds. No root cause could be found because the reported event was unconfirmed. DHR reviews is not required as the reported event is unconfirmed. Labelling is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.